Manufacturer narrative:
Failure analysis noted that the pump was unable to perform the displacement, rewind and basic occlusion test due to detached end cap. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, missing lcd window, cracked case at the display window corner, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call rewind anomaly and damage. Blood glucose at the time of incident was 241mg/dl. The customer states her set was caught on a handle bar and it ripped out the infusion set and reservoir. The customer stated after the set and reservoir ripped out, the drive support cap stick out and the reservoir came out of the pump once more. The following day the customer dropped the pump. The insulin pump now has jagged edges where the reservoir compartment is. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis. The device will be returned for analysis.